Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "does no recognize a closed door" caused by a failed lower aux flex. The lower aux assembly has been replaced.

Event description:
The customer reported that the spectrum pump does not recognize a closed door. The customer reported that there was no patient injury. No further information was available.